Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. An attempt to obtain additional pertinent information was unsuccessful. This right atrial (ra) lead was abandoned surgically. No additional adverse patient effects were reported.